Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6570-0-436 delta v-40 ceramic head 36/-2,5 67768901 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "this patient¿s (left) hip is being revise due to thigh pain. Surgeon stated preop x-ray looked 'very good'." Rep provided primary and revision usage and a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.